Event description:
It was reported via a call report from the perfusionist to the clinical support specialist (css) that they were getting constant helium loss alarms. Indications for use: acute myocardial infarction (mi) needs emergent coronary artery bypass graft (CABG). When the css spoke with the perfusionist it was stated that they received a male pt emergently from the cath lab with a 40 cc fiber optic intra-aortic balloon (iab) in place. They began getting constant helium loss alarms approximately every 2 minutes. There is no blood in the line. The pt's heart rate is 51 beats per minute at present. They are trying to get the pt onto bypass. They have a fiber optic waveform, but the central lumen is clotted. They are unable to draw any blood or get an arterial pressure waveform from the central lumen. The css explained to the perfusionist that it is suspected there is a small hole in the iab and the intra-aortic balloon pump (iabp) is able to detect less than a half a cc helium loss. Since they are getting the alarm every 2 minutes that also tends to occur with a small hole. The perfusionist asked if they could remove the iab through the sheath and replace the iab. The css explained once the iab is unwrapped it would not wrap up tight enough to come back through the sheath. They will need to remove the sheath and iab. Unfortunately, the central lumen is clotted so they will not be able to wire up the central lumen to maintain groin access. They will need to gain access and replace the sheath and iab. The pt is currently draped and the perfusionist is unable to give the css the serial number from the iab. The css asked the perfusionist to save the iab to be returned for analysis. The perfusionist gave us a contact in the operating room (or) to make arrangements for the iab to be retrieved. The perfusionist was unable to give the css the serial number for the pump because he needs to get back to the bypass. The css told the perfusionist to call back if they had further questions later. The css then contacted the cath lab and they stated that they no longer have the iab box available to give the css any info about the iab. They also stated to the css that they had difficulty passing the spring wire guide and iab up this pt's aorta. The physician stated that the pt had a lot of tortuosity in the aorta. There was no report of pt death, complications or injury. The pt outcome is, the pt went on for bypass surgery. Additional info received on (B)(4) 2012, per the sales representative via technicians stated, they did remove the sheath and iab together as one unit successfully. There was not another iab inserted. There was a delay or interruption in therapy, noted as iabp therapy was discontinued. The technicians are not aware of any report of pt death, complications or injury. No medical/surgical intervention required. The pt outcome is still unk; however, the pt was transferred to the operating room for the bypass surgery.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.